Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery, on (B)(6) 2020 and a reservoir was used. Initially reservoir had negative pressure control was done by the reservoir with the bottom flap being down. But, after emptying the reservoir for the first time in the ward, the bottom flap could not be bent up. Another reservoir was used for the patient. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4).